Event description:
It was reported that the battery was not charged and the device would not start . Unable to load, closed off. The event occurred during treatment, there was a back up available; however there was a delay of more than 30 minutes.

Manufacturer narrative:
As of today, device return has been requested for this complaint but has not been made available to the designated complaint unit. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint and try to determine a root cause. If the device is returned in the future then this complaint will be reopened.